Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. The motor passed motor test. The insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm and a weak battery alarm. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer stated the weak battery alarm occurred after they attempted to clear the motor error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.